Event description:
It was reported to boston scientific corporation (bsc) that during the facility's unpacking and opening of the box of five devices, they noticed that the sterile seal of one of the slings was broken and the sterility of the product was compromised. The complainant reported that there was no patient involvement in this event.

Manufacturer narrative:
One obtryx curved single system device was received in original packaging with no obvious damage. The clamshell on the original packaging was cracked, but was returned with the product. Upon visual/microscopic exam, reporter reports that the received tray was heavily cracked on one end, under the peel arrow. Reporter reports that the cause of this complaint is inconclusive. The seal area does not show evidence that the heat seal process failed. There was not enough evidence to determine when the crack in the tray occurred. All acceptance records demonstrated that the device was manufactured in accordance with the device master record. A lot history search revealed no other complaints towards this lot.